Event description:
A surgeon reported that poor aspiration occurred during surgery. The customer performed the priming test again, but the problem did not resolve. The case was able to be completed after the pack was exchanged. There was no harm to the pt. The customer noted that the priming test had been passed before surgery.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).